Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 05/20/2021. Investigation summary: a failed suture needle, labeled as (B)(4), was submitted for fractographic evaluation. The component was identified as product code sxpp1a405. It was requested to assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m.

Manufacturer narrative:
Date sent to the FDA: 05/14/2021. Additional h-3 summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code sxpp1a405. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point additional information was requested, and the following was obtained: what was the size of the needle used? Please refer to product code. Were x-rays performed to localize the needle tip? No. If the needle tip retained, where is it located/in what structure? It's unknown whether the needle was remained in patient's body. If retained, were there any patient consequences? Please specify. It's unknown whether the needle was remained in patient's body. Product lot number? Qgmbad. The following information was requested, but unavailable/unknown: what instruments were used to grasp the needle? Where was the needle grasped during use? Was the needle piece removed or is it planned to be removed? If yes, please provide date and details of removal intervention. What is the patient¿s current status? What is the patient age, weight, and medical history? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Name of initial surgery? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the needle used? Were x-rays performed to localize the needle tip? If the needle tip retained, where is it located/in what structure? If retained, were there any patient consequences? Please specify. Was the needle piece removed or is it planned to be removed? If yes, please provide date and details of removal intervention. What is the patient¿s current status? What is the patient age, weight, and medical history? Product lot number? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name, irgacare, active ingredient(s), triclosan, dosage form, suture/solid/parenteral, strength, 2360 g/m.

Event description:
It was reported that a patient underwent a leiomyoma of uterus surgery on (B)(6) 2021 and barbed suture was used. During the surgery, the needle tip broken at the third stitch when sewing uterine wound. Surgery was delayed for about 1 hour to look for the needle but could not find it. It's unknown whether the needle was remained in patient's body. Another like device was used to complete surgery. The patient is stable in hospital now. Additional information was requested.